Manufacturer narrative:
Final device investigation found no metal shavings or apparent damage on the device. The device met all functional testing criteria.

Event description:
It was reported that metal shavings dispersed into the pt during an orthopedic procedure. Irrigation and suction were used to remove all of the shavings. Another shaver was used to complete the procedure. There was no pt injury.